Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.